Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in los angeles, (B)(6). A review of the DHR could not identify any deviations or non-conformities relevant to the issue. A livanova field service engineer was dispatched to the facility. The issue could be confirmed and traced back to a defective patient pumps. The patient bridge was replaced and problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event is reasonably assigned to environmental condition in which the pumps work. Possible root causes are water infiltration or water formation due to condensation and high level of humidity in stationary phase leading to corrosion formation at the level of pump bearings preventing the shafts from rotating freely.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during procedure. There was no report of patient injury.